Event description:
It was reported that the patient had a loss of therapeutic effect. The reporter noted that the device hadn¿t been working for a couple of years. It was noted the patient wasn¿t getting stimulation or results.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).